Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that the previous evening they placed a new pod, and they woke up feeling thirsty, with a headache and nausea. The pod had been worn on their leg for between 4 and 24 hours. The patient¿s partner looked at the window of the pod and noticed that the cannula had dislodged from the infusion site on their leg. Upon removal of the pod, the infusion site was completely wet. The patient stated that their blood glucose (bg) levels rose to 21 mmol/l (378 mg/dl). The patient took a ketone test, and it showed the highest rating possible, and the specific number was not provided. The patient removed the pod and applied a new one. That same day, (B)(6) 2026, the patient went to the emergency room (ER) to seek treatment. At the time of the call, the patient¿s bg levels had decreased to 17 mmol/l (306 mg/dl). Blood tests were performed and the patient was diagnosed with diabetic ketoacidosis. There was no medical treatment required as their bg levels were decreasing. The patient was not hospitalized. The patient returned home that same day.